Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the communication has 'teased' about a week ago and the unit was no longer working. The patient said they were not able to get some help from their manufacturer representative (rep) for about a week, and they have doctor to help them meet with rep. The patient stated they were upset with their rep because they didn't meet them at the doctor's office but pt said it wasn't the rep's fault since the doctor's office didn't call them. The patient said they need the unit to 're-attach'. The patient said they didn't get a response from their rep for few days. The patient stated they need help because they in extreme pain. Agent offered help over the phone but pt preferred to be helped by the rep in person. Pt stated that they were in extreme pain because there was no 'communication', the device seems to be working a little bit. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. The patient said all of their device was with their daughter because they have a short-term memory. Agent reviewed contacting the field for visibility. The patient stated that they handle the pain, but they can 'live', sit comfortably, they don't know how to cope without the device, and they cope without the device for 7 days but 'it's extremely painful now'. When asked for event date pt said 'it started immediately'. Pt said they can't 'medicate the pain enough' to have them walk around and they can't drive in their current condition. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. Pt made a comment that the device was great, the device took them out from 'narcotics for 15 years' and they were in 'morphine' every day for 15 years. Pt stated they got upset to the rep because they were under pressure and pain, and pt wanted to apologize to the rep. Agent offered help over the phone but pt preferred to be helped by the rep in person. Pt said the situation is not an emergency, 'it's just urgent'. Pt stated they just need a reprogramming that their rep done with before and they will be fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurosti mulator (ins). It was reported that the patient reported going to ER last week for issue unrelated to the stim. The pt claims hospital ran all these tests and ruined the device. The rep reports an inability to communicate/no communication. The rep confirmed the pt did not have an MRI. Battery needs to be interrogated. The issue is still on going. The rep will submit new information that they become aware of.